Manufacturer narrative:
Customer did not return the leaking shipment for further evaluation. However, it appears as though the vial leaked during transit of the shipment. Customer was sent a replacement vancomycin calibrator kit. (B)(4). Customer did not return shipment.

Event description:
Customer called to report receiving a shipment of synchron systems vancomycin calibrator (lot #m102030) that, when retrieved from their refrigerator, was found to be leaking. Customer stated that the entire contents of the level 6 vials (approximately 2 milliliters) had leaked inside the box, and that the lid was slightly loose. Customer stated that it appeared as though the leak occurred during transit of the shipment. Customer was wearing the proper personal protective equipment, and stated that no one was harmed, injured or exposed to the leak. A replacement calibrator kit was sent to customer.